Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The stylet of the subject device was not returned. The needle tube protruded from the sheath. The needle tube was buckled around the boot. The needle tube could not be retracted into the sheath. The needle tube was detached from the junction with the aspiration port. There was no abnormality of the adhesive condition between the aspiration port and the needle tube. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the needle tube could not be retracted and push because the needle tube was detached from the aspiration port. It is assumed that the detachment of the needle tube from the aspiration port was caused by the following mechanism; the needle tube was buckled due to a load applied when it was inserted into the endoscope. The sliding resistance of the needle tube increased due to the buckle. The detachment of the needle tube occurred because the needle tube was subjected to an excessive load when the needle slider was pulled strongly. The above device handling has warned in the instruction manual as follows. Do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument. Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Do not insert the instrument abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the doctor could not retract and push the needle during the first use. There was no patient injury reported. No further information was provided. This is the report regarding the inability to retract and push the needle tube.